Event description:
It was reported that the physician is unhappy with the way our devices lose atrial-ventricular synchrony and atial diagnostics when the device reaches the elective replacement indicator. There was no patient involvent with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.